Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump failed a 40 psi test. When the pump was returned to mmdg that complaint could not be confirmed, however, the pump did over infuse. The initial reporter did state that the original complaint occurred during testing, and therefore, did not have any affect on a patient. (B)(4).